Event description:
End user reported three month history of rash under tape border on the right side of wafer when looking down. He stated that the area is quarter sized, reddened, and itchy. He reported that he has been changing wafer every four days prior to three months ago. He reported that he had the same type of rash on left side of stoma which healed with use of hydrocortisone cream.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Skincare was reviewed with the end user. He reported he has been using water and (B)(4) soap to clean. The end user was advised on using (B)(4) soap; discussed use of crusting with over the counter antifungal powder and was advised to follow-up if not resolved in one to two weeks. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.